Event description:
Procedure performed: left inferior lobectomy procedure with robot. Event description: the operating room reported a c0r50 trocar that broke during a left inferior lobectomy procedure with robot. The end broke during the passage of the robot camera. A piece of plastic fell in the chest. It has been removed. Original: le bloc opératoire nous a rapporté un trocart c0r50 qui a cassé lors d'une intervention de lobectomie inférieure gauche au robot. L'extrémité a cassé lors du passage de la caméra robot. Un morceau de plastique est tombé dans le thorax. Il a été retiré. Additional information received by email from applied medical representative on 1july19 it was not a part of the seal but a part of the distal tip of the cannula. It seems that it was torn off. Intervention: it has been removed. Patient status: ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by an instrument or object that came into contact with the cannula tip during the procedure or manipulation of the robot during use. The returned unit is not validated for robotic use.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: left inferior lobectomy procedure with robot. Event description: the operating room reported a c0r50 trocar that broke during a left inferior lobectomy procedure with robot. The end broke during the passage of the robot camera. A piece of plastic fell in the chest. It has been removed. Additional information received by email from applied medical representative on 1july19: it was not a part of the seal but a part of the distal tip of the cannula. It seems that it was torn off. Intervention: it has been removed. Patient status: ok.